Manufacturer narrative:
(B)(4). Date sent: 9/4/2024. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. D4: batch # unk. Additional information was requested and the following was obtained: "is the product available for analysis? - no what was the exact date of the event? ¿ not sure 1-2 months ago unfortunately. Did the patient return to theatre the same day? - yes how much blood loss was there? ¿ considerable for return to theatre how is the patient doing post op? - no knowledge of adverse affect. Were there any changes in post op care for this patient due to the reported event? - return to theatre. How was it mitigated in theatre? ¿ not known" an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post operation to an unknown procedure, patient had to return to operation due to bleeding. This is suspected to be due to the clips slipping off the ligated vessel.

Manufacturer narrative:
(B)(4). Date sent: 7/31/2025. Corrected data: d1, d4 & h6 (medical device problem code). Additional information received: clips no longer completely flat, causing them to fall off.